Event description:
The biomedical engineer (bme) reported that they have comm loss on 32 beds at the central nurse's station (cns). They tried rebooting the cns, which did not resolve the issue. Nihon kohden technical support (nk ts) suggested they check the network tab and found the unit did it did not have an ip address assigned to it. The customer checked the cabling and then stated the unit was working and ended the call. The customer called back later that day to report there was comm loss with the same cns. 8 zm telemetry transmitters did not give the option to store on the cns and went straight to the registration finished screen. It appeared to be remotely filing. Nk ts directed them to the host table to see what cns was locally filing. During troubleshooting, the customer decided to reboot the unit, which resolved the issue. The multiple patient receiver (org) might have been hung up somehow and by restarting the org, the zm transmitters were able to be stored locally. The customer was contacted for additional information, but they were unresponsive. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they have comm loss on 32 beds at the central nurse's station (cns). They tried rebooting the cns, which did not resolve the issue. Nihon kohden technical support (nk ts) suggested they check the network tab and found the unit did it did not have an ip address assigned to it. The customer checked the cabling and then stated the unit was working and ended the call. The customer called back later that day to report there was comm loss with the same cns. 8 zm telemetry transmitters did not give the option to store on the cns and went straight to the registration finished screen. It appeared to be remotely filing. Nk ts directed them to the host table to see what cns was locally filing. During troubleshooting, the customer decided to reboot the unit, which resolved the issue. The multiple patient receiver (org) might have been hung up somehow and by restarting the org, the zm transmitters were able to be stored locally. The customer was contacted for additional information, but they were unresponsive. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cause for the communication loss issue is typically due to the bedside or the org receiver being disconnected from the network. In the first occurrence of communication loss, the customer was advised to check the networking cables for the cns at which time the customer responded that the communication loss was resolved after checking the cables. It is likely that the cause of the communication loss was improper cable connections. In the second occurrence of communication loss, the customer rebooted the cns to resolve the issue. The cause of communication loss is unknown. The device was not returned for evaluation. Root cause cannot be determined. Complaint history review of pu-621ra serial number (B)(6) reveal no subsequent complaints relating to communication loss. This event is likely an isolated incident. As the issue was resolve by rebooting the cns, it is unlikely that the issue was caused a product defect.

Manufacturer narrative:
The biomedical engineer (bme) reported that they have communication loss on 32 beds on the central nurse's station (cns). They shut down the cns, then turned it back on which did not resolve the issue. Nihon kohden technical support (tech support) suggested go to the network tab / central tab to see what groups are displayed. When they selected network tab, it did not have an ip. The customer went to check cables and came back on and said its working and hung up. Nihon kohden technical support (tech support) was unable to get a resolution on network issue. It is possible they plugged in the cable to the wrong network port. 7 hours later the customer called to report that there was communication loss with the same cns. 8 zm telemetry transmitters do not give the option to store on the cns and goes straight to registration finished screen. It appears to be remotely filing. Nihon kohden technical support (tech support) directed them to the host table to see what cns was locally filing. During the troubleshooting, the customer decided to reboot on their own recommendation and that worked. The multiple patient receiver (org) might have been hung up somehow and by restarting the org, zms were able to be stored locally. The customer was contacted for additional information on both communication loss issues, but they were unresponsive. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided and see below for additional details. 1st issue: telemetry: transmitter. Model: ni. Sn: ni. 2nd issue: telemetry: transmitter. Model: zm-530pa. Sn: ni.

Event description:
The biomedical engineer (bme) reported that they have communication loss on 32 beds on the central nurse's station (cns). They shut down the cns, then turned it back on which did not resolve the issue. Nihon kohden technical support (tech support) suggested go to the network tab / central tab to see what groups are displayed. When they selected network tab, it did not have an ip. The customer went to check cables and came back on and said its working and hung up. Nihon kohden technical support (tech support) was unable to get a resolution on network issue. It is possible they plugged in the cable to the wrong network port. 7 hours later the customer called to report that there was communication loss with the same cns. 8 zm telemetry transmitters do not give the option to store on the cns and goes straight to registration finished screen. It appears to be remotely filing. Nihon kohden technical support (tech support) directed them to the host table to see what cns was locally filing. During the troubleshooting, the customer decided to reboot on their own recommendation and that worked. The multiple patient receiver (org) might have been hung up somehow and by restarting the org, zms were able to be stored locally. The customer was contacted for additional information on both communication loss issues, but they were unresponsive. No patient harm was reported.